Event description:
Reporter states patient tested 6.8 inr on the coaguchek xs plus system while a comparison lab returned as 1.9 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Case states patient is in her "(B)(6)."